Manufacturer narrative:
The failure investigation has been performed and the alleged issue (occlusion alarm) was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned. Based on the analysis, the alleged malfunction (minimum fill message) could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms occurred. During a pump system check, a new cartridge was loaded and a minimum fill notification was received. A pump air leak was detected. Blood glucose (bg) was 53 mg/dl due to the customer delivering too much insulin via the pump as the customer believed no insulin was received from the pump due to occlusion alarm. Review of pump history showed 0 units of the bolus was delivered, but contact believed the bolus or part of the bolus was delivered. Bg was addressed with juice. Reportedly, the customer reverted to manual injections as alternate insulin therapy.